Event description:
Customer reported via phone call that they were experiencing connection issues with the sensors. Customer stated that one of the sensors would not connect and the transmitter did not blink. Customer removed the sensor and noticed that the sensor did not have the electrode. Customer stated that the introducer needle was removed at the angle inserted but was hard to remove. The cannula was not bent and is not in the customer's body. Customer also mentioned having bent cannulas with other sensors and lost sensor alerts. Blood glucose value is unknown. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.